Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 03-sep-2025, it was reported that a beta bionics ilet user experienced a cracked screen that prevented the device from being unlocked. During this period, the user had a hyperglycemic episode with a peak blood glucose value of 400 mg/dl and reverted to backup therapy. No outside medical intervention was required.